Event description:
It was reported that the patient experienced syncope. It was not possible to interrogate the device and it was discovered that the pacemaker battery had depleted. The pacemaker was successfully replaced and no additional adverse patient effects were reported. It was noted that the patient experienced some discomfort due to the event. Subsequently, the device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient experienced syncope. It was not possible to interrogate the device and it was discovered that the pacemaker battery had depleted. The pacemaker was successfully replaced and no additional adverse patient effects were reported. It was noted that the patient experienced some discomfort due to the event. Subsequently, the device was returned to boston scientific for analysis.